Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider regarding a patient who was implanted with an implantable neurostimulator (ins) for gastrointestinal/ pelvic floor. It was reported that pt was needing MRI. Caller reports pt said the ins does not work - caller wasn't with pt at time of call and couldn't clarify further. Additional information was received from the patient on (B)(6) 2024. They reported that the device never worked and they had to have a super pubic catheter put in place. They stated device failure and this was their third one. Issue was not resolved and no further action will be taken. Patient wondered if the battery that is in place along with the leads be removed.